Manufacturer narrative:
Batch review performed on december 09th 2019: lot 1765556: 33 items manufactured and released on 09-jan-2018. Expiration date: 18.12.2022. No anomalies found related to the problem. To date, 27 items of the same lot have been already sold without any other similar reported event. Additional device involved batch reviews performed on december 09th 2019: gmk-sphere 02.12.0413fr tibial insert fixed sphere flex size 4/13 mm r (k140826) lot 176181: 25 items manufactured and released on 16-jan-2018. Expiration date: 21.12.2022. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 182906: 104 items manufactured and released on 14-sep-2018. Expiration date: 12.09.2023. No anomalies found related to the problem. To date, 100 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to infection, 1 year after primary. All hardware has been revised.